Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include occlusion / stenosis of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for abdominal aortic aneurysm and right common iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system (excc), gore® excluder® aaa endoprosthesis and gore® dryseal flex introducer sheath. When the sheath of 14 fr was advanced into the external iliac artery, it caught a previously implanted stent graft or calcification, which caused the sheath tip to be crushed a little and got damaged. The sheath was withdrawn and another sheath was used for the procedure. Then all the planned devices were implanted. The final angiography showed that the right renal artery was unintentionally covered by the excc device. The blood flow into the right renal was remaining; therefore, no additional treatment was given. The patient tolerated the procedure. The cause of the obstruction with the trunk device in the renal artery is unknown. No additional information is available. Additional information was received from japan fsa/psc on september 19, 2023. The previously implanted device was a excluder contralateral leg and this time reintervention was performed for aneurysm enlargement. Based on this information, (B)(4) created to capture aneurysm enlargement event of previously implanted excluder.